Event description:
It was reported that pump quick bolus and wake button did not function as expected, and customer experienced extreme difficulty turning on pump screen, often needing multiple button presses. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to ensure pump was not connected to power and to press center of button firmly while supporting bottom of pump, and was assisted with removing pump from case; caller planned to have spouse remove case later and was already receiving replacement pump. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.